Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger faults) has been confirmed. Upon investigation of the battery charger/modem was unable to charge battery packs. The cause for the failure was isolated to contamination on the battery pca board. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.

Event description:
Upon review of a (B)(6) female patient's flag files zoll customer support reported battery charger faults. The patient was contacted and issued a replacement battery charger/modem.